Event description:
It was reported that the procedure was an elective angioplasty, not emergent. After deploying a 3.0 x 18 xience v stent in the distal circumflex, an attempt was made to place the 3.5 x 18 xience v stent in the proximal lesion, but it would not cross. It was removed and additional pre-dilatation was done with a 2.5 x 12 voyager. The 3.5 x 18 xience v was advanced again and was successfully deployed at 10 atmospheres. At this time there was no flow due to clotting and a perforation was suspected. An export catheter was used to remove the clot and a 3.0 x 16 graftmaster stent was deployed to seal the perforation. The patient went into cardiac arrest and compressions were started. The patient also experienced acute pulmonary edema. The patient was the taken to the operating room where bypass surgery was performed. Early the next morning, the patient was rushed back to surgery (details unknown), but did not survive. It is unknown if an autopsy was performed and the cause of death was not documented. Although there were procedural complications, the physician reported that they were not related to the graftmaster stent. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5x12 voyager. Stent: 3.0x18 xience v; 3.5x18 xience v (1009542-18, 0072341). The 3.5x18 xience v (1009542-18, (B)(4)) is being filed under a separate medwatch report. Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems (sds) are 100% leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the product was not returned which may have assisted in the investigation. In this instance, it is possible that the stent was not positioned correctly in the anatomy to properly seal the perforation. However as this cannot be confirmed, a conclusive cause for the reported failure to seal the perforation cannot be determined. Due to the inherently serious and emergent use of the graftmaster device, the perforation and/or the failure to seal a perforation may possibly result in cascade of patient effects (pulmonary edema and cardiac arrest) and surgical procedure (coronary artery bypass graft surgery) which ultimately lead to death, as in this case. Cardiac arrest and death are known adverses event as listed in the graftmaster otw instructions for use (IFU). Although there were procedural complications, the physician reported that they were not related to the graftmaster stent. However, a conclusive cause cannot be determined for the reported patient effects and their relationship, if any, to the device. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. In this case, although a conclusive cause cannot be determined for the reported failure to seal and the reported patient effects, there does not appear to be any indication of a product quality deficiency.